Event description:
Information was received based on review of a journal article titled, "analysis of unicompartmental knee arthroplasty in a community-based implant registry" which aimed to compare unicompartmental arthroplasty survival with tka survival, to compare the survival of different unicompartmental designs, and to assess the utility of this unique community registry. The unicompartmental knee was the oxford, manufactured at biomet. A patient was identified in the article that underwent partial knee arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date 3.67 years after initial procedure due to wear or osteolysis. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by terence j. Gioe; kathleen k. Killeen; daniel p. Hoeffel; jack m. Bert; thomas k. Comfort; karen scheltema; susan mehle; and katherine grimm. This information was originally reported on 1825034-2015-03221 which referenced a journal article written on a study that this patient took part in.